Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was ¿making loud noises and heating up¿. There were no delays to the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.